Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/18/2013 device evaluation:the device has been returned and evaluated by product analysis on 12/09/2013 with the following findings: the keypad was found to be peeling at the ok button. During testing, the up arrow button had an intermittent response. The down arrow, ok, and contrast buttons responded properly. The keypad was removed and evidence of contamination was found under the up arrow, down arrow, and contrast button contacts. Unrelated to the complaint, evaluation revealed a dim discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.